Manufacturer narrative:
He t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer loaded cold insulin into the cartridge. No reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.